Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. One titanium plate was received on jul 09, 2019. The decontamination form was attached as hard copy. The plate is identified as article number 445.180 (recopl 3.5 straight 8ho l94 ti) with the lot number l362257. The plate is cracked at hole a7. The crack is straight and can be seen at hole a7. The plate shows strong mechanical signs of wear on the surface of hole a7. The scratches on hole a7 show deep marks. The crack is visible on the top view and bottom view of the plate. The complaint relevant critical features were verified on the complaint part. The ctq ¿overall lenght¿ can¿t be measured because the surgeon bent the plate during surgery. The features ¿check ball height¿ and ¿minor width of hole¿ were measured at hole a8 since no representative measurement can be carried out for the crack hole a7. The holes a7 and a8 were made in the same production step with the same tool and the same parameter. Therefore, it can be assumed that the values of hole a7 correspond to the values of hole a8. All measurements of the received plate were found to be in specification. No deviations were found in the dimensional inspection. Non-sterile part was manufactured in raron. Part: 445.180, lot: l362257 , manufacturing site: raron , release to warehouse date: 31.march 2017 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The returned plate with article number 445.180 (recopl 3.5 straight 8ho l94 ti) with the lot number l362257 is cracked through hole a7. The complaint regarding the crack of the plate is confirmed. All critical to quality features considered relevant to the plate crack were remeasured and have found to be inspecification. The device history records was reviewed including the review of the documented measurements during production. All values have found to be in specification. No ncrs were generated during the manufacture of the product. Review of the dhrs showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It was determined that the device is cracked due to post manufacturing damage. No manufacturing related issues were observed during investigation. Therefore, the complaint (B)(4) is acknowledged but not valid from the manufacturing point of view. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: this mre review is for sterilization procedure only, part: 445.180s, lot: l394090, manufacturing site: selzach, supplier: früh verpackungstechnik ag, release to warehouse date: 05.may 2017, expiry date: 01.april 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in raron. Part: 445.180, lot: l362257, manufacturing site: raron, release to warehouse date: 31.march 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) surgery for fracture of the posterior wall of the right acetabulum on (B)(6) 2019, a reconstruction plate broke when the surgeon was trying to bend it. Thus, another plate with a different size was used to complete the procedure. There was a surgical delay of 30 minutes. The procedure was completed successfully with no adverse consequence to the patient. The surgeon commented that he did not bend the plate excessively and that the plate was broke at the first bending. This report is for one (1) 3.5mm ti reconstruction plate 8 holes/94mm. This is report 1 of 1 for (B)(4).